Event description:
Patient presented to the physician with pain at the ipg site and the ipg protruding when laying on their right side. Physician brought the patient into the or, opened the pocket, and sutured the ipg into place.